Event description:
On april 7, 2010, the lay user/pt's mother contacted lifescan (lfs) alleging that the pt's one touch ping meter was powering off during use. The complaint was classified based on the technical service rep (tsr) documentation. The pt's mother reported that the alleged power issue began on the late evening of (B) (6), 2010. It is not known if the pt made any changes to his diabetes regiment as a result of the alleged issue. Prior to when the power issue started, the reporter claimed that the pt had developed a headache and shaky hands; however, denied that he received medical treatment. At the time of troubleshooting, the tsr noted that the reporter replaced the subject meter's battery, however, the alleged issue remained unresolved. Replacement products were sent to the pt. Although, the pt developed symptoms suggestive of a serious injury, there is no indication that the reported issue caused or contributed to this event. The pt's mother reported that the pt developed the symptoms prior to when the alleged issue began. However, this complaint is being reported because, the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.